Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte-a bl 22ga x 1.16in the catheter hub was cracked. There was no report of patient impact. The following information was provided by the initial reporter: the customer discovered the following defects on insyte a before use. The barrel tip/catheter hub was cracked.

Event description:
It was reported while using bd insyte-a bl 22ga x 1.16in the catheter hub was cracked. There was no report of patient impact. The following information was provided by the initial reporter: the customer discovered the following defects on insyte a before use. (1) the barrel tip/catheter hub was cracked.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1222839. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, due to current customs law in china, the affected device could not be returned to the manufacturing facility for evaluation. Photographs were taken of the affected device and submitted to the facility. Our engineers were able to identify damage to the barrel of the syringe and a bent guidewire. The issue has been confirmed. A subsequent review of the retained samples for this lot did not identify any additional instances of this damage. Based on the damage observed in the photograph, and the unaffected retentions, our engineers believe that the most likely root cause is related to damage during transportation of the device.